Manufacturer narrative:
A device history record (DHR) review did not reveal any manufacturing nonconformance issues that would have contributed to the event. The instructions for use/training manuals were reviewed for guidance/instruction involving the devices. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The event for leaflet thickened was unable to be confirmed without provided medical records and/or imagery. During the manufacturing process, all sapien 3 ultra valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, 'approximately 1 year, 4 months, 8 days post transfemoral tavr procedure with a 26mm sapien 3 ultra valve, the physician reported the valve was explanted due to high gradients and thickened leaflets. A surgical valve implanted'. Per the instructions for use (IFU), leaflet thickening is potential risk associated with the use of the transcatheter heart valves (thv). There are patient factors that could contribute to leaflet thickening including stenosis with tissue calcification, thrombus, endocarditis, or pannus formation due to nonstructural dysfunction. Due to limited patient history information, a definitive root cause was unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by the field clinical specialist (fcs) by a phone call on the thv hotline, approximately 1 year, 4 months, 8 days post transfemoral tavr procedure with a 26mm sapien 3 ultra valve, the physician reported the valve was explanted due to high gradients and thickened leaflets. A surgical valve implanted.